Manufacturer narrative:
Follow-up # 1 date of submission 9/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/01/2016 with the following findings: the returned pump was a demo pump. Demo pumps are designed not to perform the prime step therefore some steps of the investigation such as the rewind, load and prime steps could not be completed. The bolus menu was accessible, but boluses could not be completed due to an inability to prime the pump. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump powered on with normal auditory and vibration alerts. The demo pump functioned as designed and no defect was found. (B)(4). Correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging "unable to access any of the bolus options (normal/ezbg/ezcarb/combo) in the bolus menu even after doing the rewind/load/prime sequence with the simulator." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported due to the allegation of an unspecified pump malfunction.